Event description:
The manufacturer was informed on this event through the recent publication 'perceval sutureless valve migration treated by valve-in-valve with a corevalve evolut pro' by a. Laricchia et al. The paper reports that a (B)(6) old male patient received a perceval pvs23 through right mini-thoracotomy. The clinical course was complicated by postoperative thrombocytopenia requiring multiple platelet transfusions and the development of a third-degree atrioventricular block needing a permanent pacemaker.

Manufacturer narrative:
Since the device remains implanted and the serial number is unknown, no investigation is possible at this time. However, per additional information received, it was confirmed that the pacemaker implant did not occur prior to 14 days post-perceval implant. As such, there is no information to reasonably suggest a link between the reported conduction disturbance and the device. No further investigation is warranted at this time.

Event description:
The manufacturer was informed on this event through the recent publication 'perceval sutureless valve migration treated by valve-in-valve with a corevalve evolut pro' by a. Laricchia et al. The paper reports that a 73 years old male patient received a perceval pvs23 through right mini-thoracotomy on (B)(6) 2019. The clinical course was complicated by postoperative thrombocytopenia requiring multiple platelet transfusions and the development of a third-degree atrioventricular block needing a permanent pacemaker on (B)(6) 2019 (~ postoperative day 21). No baseline conduction disturbances or pre-clinical risk factors are reported. In the same paper, it is reported that the patient received a viv-tavr on (B)(6) 2019 due to postoperative perivalvular leak and device dislodgment (submitted separately under 1718850-2020-01008).

Manufacturer narrative:
The date of the event was mistakenly left blank in the previous report submitted. The manufacturer has corrected field b3 in this report. The remainder of the information previously submitted remains unchanged.